Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. No evidence of noise in the presenting events. Troubleshooting options were discussed and recommended. No adverse patient effects were reported.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. No evidence of noise in the presenting events. Troubleshooting options were discussed and recommended. A revision procedure was performed and the pacemaker was explanted due to the elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.